Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unable to be charged due to the usb cable being damaged. Reportedly, the pump was able to be charged with a different usb cable. There was no reported impact to customer's blood glucose level.